Manufacturer narrative:
Pump had blank display due to corrosion on electronics. Unable to perform idle current, run current, self, off no power, restart, displacement, rewind, basic occlusion, occlusion, prime, force system sensor or verify low battery alarm. And excessive no delivery tests. Button keypad anomaly due to blank display.pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.